Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up over-the-phone with the customer. The fse instructed the customer to replace all 3 elution buffer bag filters and perform a drain flush 2 times. The customer then was instructed to calibrate the instrument and run quality controls (qc), which passed. The customer then proceeded to run patient samples without any further errors. The g8 instrument was functioning within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no others similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, section 6.3 - error messages, states the following: a hundered and one pressure low. The pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported issue was due to due to a clogged filter in one of the elution buffer lines.

Event description:
On (B)(6) 2017 a customer reported getting error message 101 pressure low while running patient samples for hemoglobin a1c (hba1c) with the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
Fse (field service engineer) was dispatched on 20-nov-2017.